Event description:
It was reported a hematoma occurred. A left atrial appendage (laa) closure procedure was performed under general anesthesia. Awatchman access system inserted, and a watchman flx closure device was implanted with no detectable leaks. It was noted due to anatomical challenges, (B)(4) partial device recaptures and repositions were required to achieve a satisfactory result. The procedure was concluded. During the hospital stay, it was uncomplicated except for diffuse access-site hematoma without underlying vascular complications. No interventions for the hematoma were reported.

Manufacturer narrative:
B3: literature acceptance date used as event date, as it is unknown. D1: brand name is blank because the device is known to be a watchman access device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.